Manufacturer narrative:
Initially reported healthcare professional and user faculty were incorrectly selected. Corrected to "other-cremation staff".

Manufacturer narrative:
As received, only the connector portion of the lead was returned in one piece for analysis. Electrical testing that could be applied did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found no anomalies with the exception of damages consistent with those occurring at the time of procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-15295. It was reported that patient deceased and the primary cause of death was unknown.